Event description:
It was reported that the patient contacted boston scientific technical services (ts) since they received a notification indicating their insertable cardiac monitor (icm) device was not connected. The patient stated their icm device had come out and that their physician had already been informed. The patient also noted they were unsure whether they would receive a new icm at the time, since they had a trip planned in the following months. Ts referred the patient to the clinic to remove their profile from the system to avoid receiving any further notifications. Additional information from boston scientific field representative provided this icm device had eroded out of the surgical pocket and was subsequently explanted by the physician. No additional adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding exact event date, physician information and product return status. At this time, no further information is available. Should additional information become available this report will be updated.